Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their infusion set leaking. The customer's blood glucose level was unknown. The customer states the leak was on top of set where the needle is removed. The customer states their levels had been over 600mg/dl. The customer treated with the pump. The customer declined to troubleshoot. The customer sets was being replaced and returned for analysis.